Event description:
The device was used an annexectomy procedure. Reportedly, the instrument was broken in the package. The surgeon used another instrument for the procedure. The hospital has reported no pt injury occurred.